Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during leadless implantable pulse generator (ipg) implantation the patient experienced a cardiac perforation, pericardial effusion and cardiac tamponade. It was noted that there was damage in the vicinity of the right atrial appendage. During the contrast study to confirm the placement position, pericardial effusion was confirmed via fluoroscopy, but echo was not performed. The procedure was continued because the location was good. Pericardial effusion was confirmed via echocardiogram after the leadless ipg was placed. Pericardiocentesis was performed for over two hours, but the effusion did not improve. As a result, extracorporeal membrane oxygenation (ECMO) was used, and the patient was subsequently taken to the operating room for cardiac surgery. The patient required a thoracotomy. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.